Event description:
It was reported that following an implant, a patient was having problems with not making it to the bathroom. During the trial after changing programs, the patient had no leakage for two days. The day of implant, a manufacturer representative had trouble communicating with the implant because of the bandage. The following day, the patient increased stimulation to 2.4 volts, where she was feeling comfortable stimulation. A few days following implant, the patient had a loss of therapeutic effect. Initially the she was on program 1 as that was the program that worked best during the trial. She tried other programs and currently she was on program 4. She was doing a little better and then experienced a return of symptoms the night of (B)(6) 2015. Her symptoms were worse before implant and she was now making it to the bathroom most of the time. She always had a bowel movement when she voided, and before she was constipated, but she wasn't now. Normally, the patient voided whenever she had a bowel movement. Currently the patient was on post-surgical antibiotics. Her follow-up appointment with her healthcare provider was on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID 3889-28, lot# va0ten4, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had ongoing appointments with her healthcare providers.